Event description:
According to the pt's allergist, the graft was implanted successfully and without incident in 1997, for a right femoral procedure. At some point in 1999 (exact date is unknown), the graft thrombosed. The thrombosis was successfully treated with urokinase, but according to the allergist, the pt had a severe allergic reaction to the urokinase within ten minutes. The allergist claims that the pt almost died as a result of the reaction. The pt is reported to be still having adverse reaction to this day as a result of the urokinase treatment. Note: exact date of event is unknown, appears to be unattainable at this time and has been approximated.